Event description:
The customer states that the battery will recharge to 100% but at that point its like the battery charger kicks off then back on repeatedly and that cycle does not stop. The battery keep recharging. The customer reported there was no patient involvement.